Event description:
One of the suture boots came off the clamp during renal allograft transplantation. This was confirmed radiographically as well. Despite thorough exploration, the small plastic boot was not able to be located. The surgeon determined the risk outweighed the benefit of add'l exploration and that there would be little if no sequela for the pt.